Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the new infusion set's tubing got disconnected at the tubing connector. Reportedly, the patient's blood glucose level was normal and no medical treatment was required. No further information available.